Event description:
It was reported that the pump screen became unresponsive during the fill tubing stage and the user was guided to restart the pump via the ilet app, after which the screen responded and normal operation resumed. Symptoms included no clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a device restart, with no replicable malfunction identified and no component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a recoverable software or user interface anomaly.